Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt had two leads (from the same lot). It was reported the pt was experiencing a pinching sensation from one of her leads. As a result, the pt's scs system was explanted.